Manufacturer narrative:
The investigation for the low pump flow has been completed. The complaint device was not returned for analysis. Data log was reviewed and founda motor current spike observed after ten minutes of impella running followed by a drop in flow. Positioning issue alarms were observed that resolved with the trouble shooting. The root cause of the low pump flow issue most likely was biomaterial ingestion.

Manufacturer narrative:
A.5 is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after an impella cp was placed, it was unable to obtain flows greater than 1.5 liters per minute despite confirmed positioning. The impella was removed and a new cp was inserted. No patient harm has been reported.